Manufacturer narrative:
(B)(4). Since the catalog number is unknown it cannot be related to any complaint for the same catalog number and same issue. The complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and determine the root cause. The manufacturer will continue to monitor and trend related events.

Event description:
The metal head or the bullet of the suture got embedded into the ligament inside the patient. This piece is currently inside the patient. The patient's condition was reported as unknown.